Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited inappropriate sensing. Programming changes were made. The patient was stable and would continue to be monitored.